Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs experienced leakage during use. The following information was provided by the initial reporter: syringe has liquid leakage.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8332944. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-28. Medical device lot #: 8332955. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-28.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs experienced leakage during use. The following information was provided by the initial reporter: syringe has liquid leakage.